Manufacturer narrative:
Hamilton medical ag reference number: (B)(4). At the time of report creation, the model number, catalog number, lot number, and serial number were not provided; therefore, the primary unique device identification (UDI) number could not be completed. Investigation ongoing.

Event description:
Hamilton medical ag received the following event description: it was reported that the device alarmed with exhalation obstructed. No patient was involved. The breathing circuit was used with a hamilton-c1 ventilator, serial number (B)(6).